Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device driveshaft was broken causing the loud noise and vibration, the stop pin was bent on the swivel allowing it to rotate 360 degrees and the connector cap cable was frayed. The device also failed pretests for noise, loctite and cable assessments. The assignable root cause was determined to be due to use of excessive force which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device failed the 360 degree test. During evaluation, it was determined that the driveshaft was broken causing loud noise and vibration. It was further determined that the stop pin was bent on the swivel allowing it to rotate 360 degrees and the connector cap cable was frayed. The device also failed pretests for noise, loctite and cable assessments. There were no reports of delays in the surgical procedure and it was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.